Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, 90% restenosed, concentric lesion in the proximal right coronary artery. The 3.5x15 mm tenku rx balloon dilatation catheter (bdc) was advanced and crossed the target lesion. However, during the first inflation at 6 atmospheres for 10 seconds the balloon ruptured. A 3.5x15 mm non-abbott bdc was successfully used and a 4.0x20 mm non-abbott stent was implanted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.